Manufacturer narrative:
Eval summary: as returned, one of the tabs of the glenosphere helmet has fractured and is missing. The device has an approximate field age of 9 months and has been used an unk number of times. This type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. The exact cause analysis cannot be determined with certainly. Device history records indicate all components were manufactured and inspected to spec. Dimensional analysis found the part within spec where measured. No mfg abnormalities could be detected by either method.

Event description:
It is reported that the helmet cracked during glenosphere impaction.